Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction with itching, redness, blisters, and drainage extended beyond the patch perimeter, which occurred an unspecified day after the sensor had been inserted in the arm. A photo of the skin reaction in the complaint record was reviewed (corresponding to the lot 1522200267). The skin reaction was confirmed, consistent of a widespread allergic skin reaction all over the upper arm with a barely perceptible redness and medium to small blisters, the sensor patch was 100 % adhered to the skin. The patient did perform an allergy test some time ago and reported that she is allergic to: phenol/formaldehydharz ¿ novolack,- nickelsulfat (st167z / d0003z / tt01-z / 0007/1-z)- tert.-butylhydrochinon (ee358z / d2434z / 1436-z)- isobornylacrylat- phenylglycidylether - compositae mix ii and sandalwood oil (pf168z / d2936z / 0457/1-z). The patient consulted a healthcare provider, and the reaction was treated with a prescription of oral cetirizine (antihistamine medication) and cortisone topical cream. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.